Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported than an infusion of tpn was programmed to infuse at 4.3ml/hr with a vtbi of 8.6ml in their nicu. However the tpn infused faster than expected over a 15 hour period. There ikp data indicated that the infusion flipped from kvo multiple times during the course of the infusion. The facility's kvo rate is set at 20ml/hr and they feel this may have been the cause. There was no report of patient harm.